Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the contact was unable to inject insulin into a cartridge. The contact changed the cartridge/syringe and was able to successfully fill the cartridge. Insulin delivery was resumed and there was no impact to the customer's blood glucose level.